Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. No button error alarms noted. The device had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a button error alarm and keypad anomaly. It was reported that all buttons were unresponsive. Customer's blood glucose was 231 mg/dl. Caller was advised that insulin pump would need to be replaced. No further information provided.